Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device delivery was inaccurate. Pt stated during a bolus, often receives an e4 (occlusion) error. Pt reported it was possible that insulin was in the cartridge compartment. Pt stated the piston rod makes unusual noises during bolus delivery and then the infusion device shows an e4 (occlusion) error. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.